Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went onsite to evaluate the customer's telemetry hardware. The fse isolated the issue to the uvsl receiver housings and found that the customer had connected too many receivers to the housing, which resulted in the reported issue. After rebalancing the system, proper device operation was observed.

Event description:
The customer reported that they lost all telemetry channels for their 5e unit. There was no patient or user death, or injury associated with the event.